Event description:
"Caller alleged discrepant results compared with the lab. Result shows:" date: (B)(6) 2014; inratio - 2.4; lab - 13.6. Therapeutic rang; not provided. Pt was admitted to the hospital on (B)(6) 2014 for hematuria. The assessment of pt was he was a (B)(6) year old male and plan of treatment was to reverse hematuria with one mvk and hold coumadin and monitor daily. Pt was discharged on (B)(6) 2014 and administered 180 mg t.i.d. Verapamil, 25 mg t.i.d metoprolol, 250 micrograms digoxin mcg daily.

Manufacturer narrative:
Investigation pending.